Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified vessel. A 5.0mm x 100mm x 75cm athletis balloon catheter was advanced for dilatation. However, during the first inflation at 34 atmospheres for 60 seconds, the balloon ruptured. The device was completely removed, and the procedure was completed with another of the same device. Ther were no patient complications, and the patient was in good condition.